Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a healthcare provider (hcp) via a company representative (rep) stated that the cause no contrast leaking out of the catheter was not determined.

Manufacturer narrative:
Continuation of d10: product ID 8731sc lot# serial# (B)(6) ,implanted: (B)(6) 2008, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(6) , ubd: 08-apr-2010, UDI#: (B)(4) . Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a company representative via a healthcare provider (hcp) regarding a patient receiving unknown intrathecal medication via an implantable pump for unknown indication for use. It was reported that the patient had a dye study and it showed contrast leaking out of the catheter. Patient had withdrawal symptoms. Surgical intervention was scheduled for today. Catheter revision was done. A spinal segment 8731 remains in place catheter was cut at the back portion and a new 8596 sc was placed and hooked onto the old pump catheter was patent now and functioning. Patient was put on the starting dose that she had because she was titrated down before catheter revision surgery. It was reported that the issue resolved with patient's status being "alive-no injury". The patient's weight and medical history were asked, but made unknown.